Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the right ventricular [rv] lead may have had an ingression of blood and the stylet was unable to be moved. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.